Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device had a pre-syncopal episode and pectoral stimulation and was seen in the emergency room (ER). Upon review, it was noted that this device was in safety mode and device exhibited premature battery depletion (pbd) and recommended replacement. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device had a pre-syncopal episode and pectoral stimulation and was seen in the emergency room (ER). Upon review, it was noted that this device was in safety mode and device exhibited premature battery depletion (pbd) and recommended replacement. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.